Event description:
The fse reported the fluoroscopic image was black effectively eliminating the ability to view a usable image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The mainframe system batteries was evaluated and replaced. The generator also underwent a full calibration as part of the service event. The system was tested and found to be working as intended and returned to service.